Event description:
On (B)(6) 2012, rotaflow with serial number (B)(4), at (B)(6), stopped producing rpm. According to the complainant, the patient (a (B)(6) male) was receiving approximately 3.6 liters per minute (lpm) of support. The patient's map was approximately 70 and had been on the rotaflow therapy for 3 days. The rotaflow was in free mode and unexpectedly, the rotaflow stopped producing rpms. This resulted in a loss of flow to the patient, which decreased the patient's pressure. Both inlet and outlet lines were clamped immediately, handcranking began, and the clamps were removed to provide flow to the patient. After turning the rotaflow on and off for a total of 3 times, the complainant was able to place the re-pasted rotaflow disposable into the console and resume flow. The rotaflow was not changed out. Additional information was received for the aforementioned event. Handcranking lasted a total of 2 to 3 minutes. The pump never lost power. The tubing was not kinked. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per the service order, the unit error was cleared by resetting the flow/bubble detection. Complete functional testing with interventions were performed on the unit and found to be acceptable. Additionally, the perfusionist also tested and checked the machine and found the machine to be acceptable. Therefore, the unit was placed back into service. Reference: complaint (B)(4).